Event description:
It was reported that during an unknown procedure; the clips remained stuck at the extremity of the clamp and a distal metallic portion of the jaws is separated. Nothing fell into the patient. Procedure was completed using same like device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received with the tissue stop out of position and it was not returned; in addition, the tip of the advancer was observed to be bent. Due to the returned condition of the instrument, no further testing could be performed. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The tissue stop is out of position due to the condition of the bent advancer. The batch history records were reviewed with no anomalies noted during the manufacturing process.